Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate and found a leak in the fill manifold and disconnect fitting. The stm replaced the o-ring, helium tubing and fill manifold. The stm performed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was running out of helium with no use, and when it was placed on a patient, the helium was low. The end user attempted to troubleshoot while on a patient and the helium tank was open and helium was empty. In addition, the helium tank is only lasting for a couple weeks. The main tank was checked to ensure that it was fully open and also to ensure that there was only one o-ring and that it was properly placed and functioning correctly. There was no alarm for the reported issue, but the customer noticed the gauges in the red. There was no patient harm and no adverse event was reported.